Manufacturer narrative:
(B)(4): the customer reported a shock equipment malfunction. There was no patient involvement. The device was evaluated by the philips repair bench. The reported symptom could not be reproduced. The device passed all testing and was returned to the philips internal employee for non-clinical use. The reported symptom could not be reproduced and we are therefore unable to determine the cause.

Event description:
The customer reported a shock equipment malfunction. There was no patient involvement.